Manufacturer narrative:
A ge representative evaluated the system and determined the calibration files needed to be reloaded. System operates as intended.

Event description:
Customer reported the system displayed a high ma error. No patient inquiry was reported.